Manufacturer narrative:
The returned one ch2000s-c spinning spiros was confirmed to have leakage from the area of the half-seal. Subsequent investigation and disassembly revealed the that the half-seal ear had been damaged/torn resulting in incomplete insertion and leakage during use. The probable cause of the reported leakage is a damaged half-seal ear during automated assembly. The device history reviews (dhrs) for lots 5513479 and 5513470 were reviewed. There were no relevant non-conformances found that would have contributed to the reported complaint. Additional information for lot no, expiration date, and device mfg date are as follow. The customer provided the possible lot numbers involved are 5513479 (expiry date 07/1/2026 , MFR date 07/01/2021) and 5513470 (expiry date 07/1/2026 , MFR date 08/01/2021).

Event description:
The event involved a cracked spinning spiros that leaked azacitidine that was administered subcutaneously. The medication was 66.67mg of azacitidine (in 2.67ml) using a 3ml syringe that had the attached spinning spiros with an affixed safety needle. It was reported from the nurse providing direct patient care that there was a very small amount of chemo that landed on the patient¿s side. It was cleaned immediately with soap and water and most of the azacytidine (less than 1ml) landed on the arm of the treatment chair and was cleaned with bleached wipes per the facility sop. The staff was wearing ppe-double gloves. The patient received another needle stick/subcutaneous administration to receive the intended dose. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: a copy of the medwatch form is attached.